Manufacturer narrative:
Section a2, a3, a4 and a5: unknown/ asked but not available. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Patient had cataract surgery and iol was implanted. Post implantation patient presented with refractive surprise in the right eye. Symptoms persisted over a month. The iol lens was explanted and replaced with dib00 +21.0 d lens. No other medical or surgical interventions were required. No other information was provided.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 5/3/2023. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the lens was coated in viscoelastic residue. The lens was cleaned and further inspected, and no issues were observed. Conclusion: the complaint issue "pt-explant, hs-unexpected postop refraction and dc-no reported device problem" could not be confirmed during product evaluation, and no issues were identified. Based on the complaint investigation results, the product was released within specifications and a relationship between the device and the reported incident could not be determined. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. Please note that the information reported in sections d2 (common device name), h.6 (health effect -clinical code and medical device problem code) and section g.1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.